Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, the patient demographics were not provided.

Event description:
It was reported that there were line occlusion alarms and a bad pressure sensor. The customer replaced the sensor and checked operations - all checks passed. The customer stated no further information will be provided. No patient harm reported.

Manufacturer narrative:
The reported event of device had line occlusion and bad pressure sensor was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 18jun2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp module line occlusion and bad pressure sensor could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced. H3 other text : no product returned.

Event description:
It was reported that there were line occlusion alarms and a bad pressure sensor. The customer replaced the sensor and checked operations - all checks passed. The customer stated no further information will be provided. No patient harm reported.